Event description:
Mosaic 310 cinch 31mm mosaic model 310 mitral heart valve w/ cinch. Ref: 310c31. 31mm. 2028-05-15. Sn [redacted]. Lot: f560841. Opened to field. Scrub and nurse confirmed correct valve, exp. And size. Indicator checked and confirmed to be okay to open the valve to the table. Container holding the valve was sealed shut. Seal was then broken, and the valve was floating in the solution without a stabilizing plastic over. Part of valve strings appeared to have been cut free from the valve. Valve and instrument holding the valve removed from sterile field and replaced with a different valve. No harm to patient.